Manufacturer narrative:
Method code added as it was in advertly left out in the initial report. The initial report should have stated that ipg was explanted and replaced instead of surgery is pending. This is corrected in this report.

Event description:
Surgical intervention was undertaken where in the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure on an unknown date and the ipg was not placed into surgery mode. Surgical intervention may be pending to address this issue.